Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/01/2025, the user reported that their ilet pump stopped functioning after swimming while wearing the device, noting that the screen is not responsive. The user was reminded that the pump is not waterproof and should be removed prior to swimming. A replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.